Event description:
It was reported that the wig wag brake was non functional allowing the c arm to move out of position. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The wig wag brake mechanism was repaired. The system was tested and found to be working as intended and placed back into service.